Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, when fse tested the unit, it passed the test each time but it was close to the edge of the spec. Fse lubricated the seals and moved a cable assembly that was pushing on the side of the safety disk. Fse completed a calibration of the transducers. Fse made adjustments to the brackets holding the patient interface to the drive manifold. Subsequent tests after these changes showed much better results. Fse completed a full pm. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during test run, performed by customer, the cardiosave experienced a leak in drive.